Event description:
It was reported that, after a tka surgery had been performed, the patient was brought to the emergency department with an acute infection. A revision surgery was performed to treat the infection: the insert was exchanged. The patient was stabilized and closed.